Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that while performing a shoulder stabilization a gryphon slotted fishmouth guide dissociated into 2 large pieces. It was broken at the join between the guide shaft and guide handle. The complaint device was received and evaluated. Visual observations reveal that the handle assembly and the shaft were received disassembled, damages not were observed in the shaft or in the handle. In addition, the shaft still has the sharp edges. Besides, the laser impressions on the handle and on the shaft are in good condition. Confirming this complaint. The possible root cause for the reported failure can be attributed to the age and repeated use of the device causing fair wear and tear. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [1411002] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during it was reported that while performing a shoulder stabilization a gryphon slotted fishmouth guide dissociated into 2 large pieces. It was broken at the join between the guide shaft and guide handle. They were able to recover both pieces.the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [1411002] number, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported via complaint submission tool that while performing a shoulder stabilization a gryphon slotted fishmouth guide dissociated into 2 large pieces. It was broken at the join between the guide shaft and guide handle. They were able to recover both pieces. There was a surgical delay of 1 minute to get another drill guide to complete procedure. No patient consequences reported.